Event description:
It was reported that the patient underwent a gynecoloigcal surgery on (B)(6) 2008 and (B)(6) 2012 and mesh was implanted into the patient¿s body each time. It is also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat dysfunctional uterine bleeding, chronic pelvic pain, stress urinary incontinence, minimal cystocele and rectocele. It was reported that the concurrent procedures of hysteroscopy, dilation and curettage, and novasure endometrial ablation. As per operative report, in 2012 the second mesh was placed without the removal of the first mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.